Event description:
There seems to be a product issue or design with the alcon. Microsurgical instrument anterior chamber cannula 30 ga disposable ref #8065420020 (will be stated as cannula). You must connect the cannula to the luer loc syringe. When the plunger is pushed on the syringe, to irrigate, the "slightest" pressure causes the cannula to become disengaged from the luer lc syringe. Currently there are no other options or products that have one continuous connection for this device that is used for ophthalmology surgical procedures.